Event description:
The user facility reported that they accessed the biltateral superficial femoral artery (sfa), via antegrade puncture. The user tried to deploy the angio-seal as usual, they felt the footplate was caught on something, likely plaque. They did not deploy the collagen plug in hopes that the anchor would remain in place and therefore dissolve in the intended period. The suture was cut and via ultrasound it appeared that the anchor was at least partially occluding the superficial femoral artery (sfa). The patient was referred to vascular surgeon for surgical removal of anchor. Additional information was received on 02 jun 2022: per the doctor the patient was stable and stated that in the end the patient would have needed an endartectomy anyways. Also, there was disease at or close to the puncture site.

Manufacturer narrative:
Device manufacture date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explant date: unknown if the device was explanted. Telephone number: requested, not provided. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for post deployment complications based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).